Manufacturer narrative:
Catalog #00588005020, nexgen rotating hinge knee articular surface, lot #61706304. This report will be amended when our investigation is complete.

Manufacturer narrative:
After further investigation it has been found that this is a duplicate report. The information provided on this form was previously submitted under manufacturing report number 1822565-2016-00273.

Manufacturer narrative:
(B)(4). Other devices used: catalog #unknown, unknown nexgen articular surface, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to infection and instability.